Event description:
Asr revision: left. Asr hip resurfacing. Reason(s) for revision: alval / soft tissue reaction. Update: filed out mw fields, added additional hospital dated (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left, asr hip resurfacing, reason(s) for revision: alval / soft tissue reaction. Update - filed out mw fields, added additional hospital dated 7th feb 2014. Update received: 18th february 2014 - confirmed revision took place (B)(6) 2014 and added manufacturing dates. Bi-lateral patient. For right side see (B)(4). Update - added patient details, gender, patient date of birth, patient height and weight, additional reason for revision. Taken from email dated 14th jan 2015. T84.06 wear of articular bearing surface of internal prosthetic joint. Patient date of birth - 1943.

Event description:
Asr revision; left; asr hip resurfacing; reason(s) for revision: alval / soft tissue reaction. Update received: (B)(4) 2014 - confirmed revision took place (B)(6) 2014.